Manufacturer narrative:
The evaluation noted that the revision reported was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear and subsequent metallosis. However, this cannot be confirmed as the explants were not available for evaluation and no x-ray images were provided. Concomitant devices: (cn: 142-32-00, sn: (B)(4)) - cocr fem head 32mm +0 offset 12/14. (Cn: 186-01-50, sn: (B)(4)) - integrip cc, cluster 50mm, g1.

Event description:
As reported, approximately 3.5 years after the initial implant, a (B)(6) male patient had a revision of left hip due to metallosis and poly wear. Initial implant date: (B)(6) 2017. Dr. (B)(6) chose to remove the exactech acetabular components and re-implant a competitor¿s multi-hole shell and dual mobility. Patient was last known to be in stable condition following the event. Against hospital policy to release implants.